Manufacturer narrative:
The insulin pump was received with unresponsive up arrow button. No display ramping on its own anomaly was noted. The pump was unable to perform prime test due to button anomaly. The pump was received with cracked case at display window corners and battery tube threads. The pump was received with scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 495 mg/dl. The customer stated that the numbers were ramping on their own. The customer stated that the scroll bar is not moving up or down without input from the user. The customer was advised that the buttons may be stuck. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.